Event description:
It was reported that the patient¿s son wanted to turn the implantable neurostimulator (ins) off. The patient was in an altered mental state due to medication withdrawal, which was not related to the ins. The ins was ¿buzzing¿ and had been that way for approximately a month. The patient could feel buzzing in her hip and had a tremor in the foot when stimulation was on. The patient¿s neurologist visited the patient and noticed that the tremor but could not attribute it, for certain, to the stimulation. The patient was in the ER right now because of medication withdrawal. It was confirmed that the ins battery and the pp battery were ¿good,¿ as indicated by the solid light on the back of the pp. They also managed to turn the ins off. It was later reported that they were able to help the patient started the device too, but the patient was getting stimulation in the wrong place, causing some unwanted muscle movement. The patient kept the device off until the patient¿s other health issues, which were not related to the device, were taken care of. They did not know when they would possibly address the spinal cord stimulator (scs) issues.

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: 2003-(B)(6), product type: extension. Product ID: 389133, lot# j0316129v, implanted: (B)(6), product type: lead. Product ID: 7435, serial# (B)(4), implanted: 2003-(B)(6), product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: 2003-(B)(6), product type: extension. (B)(4).